Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is bent in the gusset and distal area. The other haptic is broken in the distal area. The broken haptic portion was not returned. The anterior optic is scraped near one haptic. Scratches are observed on the anterior and posterior surfaces. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratched lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was no reported patient impact. Additional information was requested.